Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed and moderately tortuous lesion in the mid left anterior descending (mlad) coronary artery. The 2.0x15mm trek rx balloon dilatation catheter (bdc) was advanced for pre-dilatation after an intravascular ultrasound (ivus) failed to cross. The trek bdc met resistance with the lesion during advancement and the balloon ruptured on the first inflation to 6 atmospheres (atm). The bdc also met resistance with the lesion during removal. A same size non-abbott bdc was used to complete the procedure. There were no adverse patient effects and there was no reported significant delay in the procedure. No additional information was provided.